Event description:
It was reported that while unpacking the device, the sterile package barrier was compromised. The physician attempted to open the sterile packaging pouch containing the imager ii intravascular diagnostic catheter, however, the pouch "would not open properly". The pouch tore contaminating the device. The device was not used. The unspecified procedure was completed successfully using another of the same device. No pt complications were reported.

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing records could not be completed since the batch number is unk. The most probable root cause is undeterminable.